Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: conclusion and justification status: the complaint states it was reported that the impactor broke while implanting femur with normal technique. The device was reviewed by bioengineering and a report was received stating; the femoral introducer was returned with the lock wheel overmolding & the adjust wheel overmolding cracked. The failure of the overmolding is suspected to be associated with residual stresses in polymers. The sample that was received as a part of the complaint had overmolded radel for the adjust wheel & lock wheel. The microscopic images do not indicate the presence of glass fibres seen in avaspire and hence it can be concluded the material for the lock wheel & adjust wheel overmolding is an amorphous polymer (radel). The material of the adjust wheel & lock wheel was changed from radel to avaspire per (B)(4) as a running change for future batches. Avaspire has increased resistance to esc (environmental stress cracking) than radel due to the following: ¿ the material has a lower shrink rate, reducing the residual stress imparted on the material during molding ¿ the glass-fibres prevent propagation of cracks ¿ the glass-fibre content makes the material stiffer and therefore have a lower strain under a given load increasing resistance to environmental stress cracking ¿ this was verified by consulting expert opinion (see dve-002822-dvr) the complaint states that there was no surgical delay & no piece of instrumentation was left in the patient. The complaint shall be closed with justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor broke while implanting femur with normal technique.